Event description:
It was reported ¿no answer to the stimulation because of a problem of connection.¿

Manufacturer narrative:
(B)(4). Device is not evaluated as it has not been returned to the manufacturer. (B)(4).